Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the amber light on the camera was illuminated and the application was prompting a "localizer faulted" message. No patient was present. Troubleshooting information was provided. Technical services (ts) had the medtronic representative (rep) open the network device interface (ndi) toolbox and found three status messages: bump detector battery fault, bump detected, and storage temperature exceeded. Ts also had the rep check camera event logs and status messages prompted at same time. The probable cause was suspected to be an erroneous bump.

Manufacturer narrative:
Brand name ; product ID (B)(4) (lot: -); product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes b17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A1102 was coded for the localizer faulted message. A05 was coded for the amber light. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and hardware parts were replaced. Additional information was not provided. Previously reported code, d15 is applicable as well as newly reported codes b01 and c19. H3, h6) the product ID: 9733437r, lot number: p900873, was returned and analysis confirmed the reported event. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low dating back to july of 2018 and intermittent firmware incompatibility dating back to october of 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak) at .877 millimeters (mm) with a passing threshold of .250mm. Codes b01, c07, c08, c02, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.